Event description:
It was reported to (B)(6) that the tape (paper surgical tape, dynarex) was not sticking and a needle dislodge during treatment on (B)(6) 2023. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).